Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation because the doctor discarded the subject device. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. The exact cause could not be conclusively determined. However, based on the similar cases in the past, the failure of the deflation and the falling of the balloon might be caused by excessive stress applied to the balloon due to withdrawing the subject device forcibly while the balloon was stuck in the trachea for unspecified reason. The instruction manual of the subject device warns; if the balloon cannot be deflated, withdraw it using an appropriate method determined by the specialist. If an excessive force is applied on the balloon catheter when the balloon cannot be deflated, patient injury such as bleeding, mucous membrane damage, or edema may occur. It could also cause the balloon to burst or the distal end of the instrument to break off, which could remain inside the patient.

Event description:
The doctor retrieved the teeth which fell in the trachea with the subject device and the biopsy forceps. After completing the procedure, the balloon of the subject device could not be deflated in the patient. Therefore the doctor withdrew the subject device without the deflated balloon. Then the balloon was fallen off into the patient. The doctor scheduled to retrieve the balloon later date. The doctor commented that the falling of balloon might be caused by inserting and withdrawing the subject device repeatedly since it was difficult to retrieve the teeth.